Event description:
It was reported the patient has experienced redness and swelling at the ipg site for the past several months. Follow-up revealed the patient was evaluated by the physician and surgical intervention to remove the system will be the next course of action. The patient declined reprogramming. It was reported the physician did not believe it was an infection.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the dha and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.